Event description:
Per the clinic, the patient experienced a performance decrement with device use and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is filed september 16, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. This report is filed april 21, 2014. Device is currently unavailable.